Event description:
It was reported per field service report: pump on pt. Symptom - fiberoptix sensor ('fos') not working - system error 8 (1). Findings/actions taken: field service expert indicated: "replaced fos board. Fos board used from inventory. Fos board sent from (B)(6) did not arrive."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.